Manufacturer narrative:
Concomitant medical devices: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that during impedance testing, there was a high impedance issue. Electrode 11 was >10000 in all combinations. The product issue was not resolved and the cause of the issue was not determined. They could not determine if the impedance issue was with the implantable neurostimulator (ins), which extension or lead. Electrode 11 was not and would not be in use. No action was required and no further action was planned. The patient experienced no symptoms, was alive without injury, and was receiving effective therapy. However, it was reported that the patient noticed a decrease in efficacy when her battery dropped to 50%. Recharging increased efficacy as desired.